Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
According to the report of march 22, 2013, the pt was explanted of the concerned device. No further info is yet available.